Event description:
Account reports two incidents of the tubing separating from the housing on the luer lock. Account states the nurse was attempting to draw blood from the set & was manipulating the tubing when the tubing just "came out" of the hub of the luer lock. Extension set used on central line & there was "some" bleeding, but the pt did not require a blood transfusion & no medical intervention was needed. Set change only intervention which is considered a nursing intervention. No sample available. Incident occurred on a pediatric pt.